Event description:
A customer reported a tandem mobi cartridge alarm that resulted in their blood glucose level reaching 500 mg/dl. The customer addressed the high glucose level by administering a correction bolus via the pump and did not require third-party assistance. Although the cartridge alarm could not be retrieved from the device history, the customer mentioned it had not recurred in the past month. The issue did not occur during the loading process, and the pump was not exposed to external magnets prior to the alarm. After changing the cartridge, the customer successfully resumed insulin therapy, and the issue was resolved.